Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra, model# mc1vr01-delsys/expiration date: 14-apr-2020/serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 17-oct-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of lightheadedness post-implant of a leadless implantable pulse generator (ipg). It was noted upon ultrasound examination the patient had pericardial effusion and cardiac tamponade. It was also reported the physician was unsure if the heart was damaged by the leadless ipg or its delivery system. It was also noted drainage was performed and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.